Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection in a laparoscopic assisted reversal ileostomy procedure, there was poor staple formation. It looked fine but the colon was bleeding in multiple areas. Suture was done to resolve the case.